Manufacturer narrative:
Concomitant medical product: icf09b45 lead implanted: (B)(6) 2005, yrbrhxc2414135 stent graft implanted: (B)(6) 2005; yrirhxc14115 stent graft implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, increasing thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.